Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were diabetic ketoacidosis. Customer stated that was off the insulin pump for a year because diabetic ketoacidosis related recall that did not receive notice of. The insulin pump will not be returned for analysis.